Event description:
It was reported on (B)(6) 2012 that the vns patient was hospitalized due to recent bloating, gastric distension, and diarrhea. An endoscopy was performed and peristalsis was seen during the endoscopy and subsequently the patient was diagnosed with an inflammatory bowel. The patient's mother thinks that their adverse events are related to vns stimulation, but this has not been confirmed or denied by their treating physician. The patient had their vns magnet taped to their chest to disable the generator for 55 days for their gastro intestinal issues. When the patient was interrogated in (B)(6) 2012, a high number of magnet activations were observed. The magnet had been secured in place with paper tape and it is possible that it had some movement therefore the patient was getting multiple magnet activations. It was reported by their mother that since their vns was disabled, they appeared to be doing better in relation to their adverse events. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received in the form of programming history. Review of the programming history confirmed the generator was in fact at eos on (B)(6) 2012. System diagnostics at that visit were ok/ok/0/yes. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional review of patient programming history shows that the significant increase in magnet activations ((B)(6) 2011-(B)(6) 2012, 1353 to 4187) occurred during the time period in which the patient's mother had reportedly taped the magnet over the generator. Movement of the magnet while taped to the patient's chest is what likely propagated the increase in magnet activations.